Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4)

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens is planning on being exchanged for power calculations. Additional information was provided by the surgeon, who reported that there is no complaint with this lens. The exchange was based on the surgeon judgement regarding the degree of astigmatism. The exchange was done to correct this. Another iol was used to correct the patient's vision.